Manufacturer narrative:
B3 event date: estimated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter removal surgery due to unspecified reasons. No additional information was reported.